Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator screen had a blank screen. The customer reported to have replaced the lcd panel and passed all testing. Covidien was not authorized to service the device.